Event description:
This incident was reported by eye care practitioner to the coopervision singapore pte ltd. It was reported that the patient only wears contact lenses occasionally for athletic activity. The patient was wearing lenses on (B)(6) 2024 while running in a marathon. It was reported that the patient experienced stinging sensation, pain, redness and eventually blurred vision in both eyes (ou) part way through the marathon and sought medical treatment at a hospital facility where he was admitted for observation. It was alleged that the doctor at the hospital diagnosed a "chemical burn" believed to be caused by the lens solution in the blister pack. Additional information received from eye care practitioner on (B)(6) 2024. The eye care practitioner has confirmed that the trial lenses involved in the incident have been discarded, no unused lens from the same carton can be returned for analysis, provided product information along with contact details. Also reported that the eye care practitioner is still waiting for medical information from the patient. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported in an abundance of caution due to the indication hospitalization of the patient, unconfirmed diagnosis, lack of medical information, and unknown patient outcome. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate. As the incident occurred in both eyes (ou) and the patient uses a different device/model in each eye, please refer to linked report (B)(4) 2640128-2024-00007 for associated incident report.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As the incident occurred in both eyes (ou) and the patient uses a different device/model in each eye, please refer to linked report (B)(4) 2640128-2024-00007 for associated incident report.